Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the connection with the reservoir compartment is broken and that the ring is missing. Customer's blood glucose was unknown at the time of the incident. No further details were given. Customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.